Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results, including sodium (na), potassium (k), chloride (cl), on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer stated dialysis samples had sodium results ranging from 129 to 142 mmol/l and potassium results ranging from 6.4 to 6.1 mmol/l. The customer did not provide patient data printouts or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and replaced multiple hardware. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the mix bars, buffer valves and buffer syringe to resolve the issue. System performance was verified, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).